Event description:
It was reported that the patient received several inappropriate shocks. Device interrogation revealed varying lead impedance and noise. Noise was reproducible. Hence, the lead was capped with no consequences to the patient.

Manufacturer narrative:
No medwatch form was received .